Manufacturer narrative:
On 01-apr-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: during visual evaluation of the device, a tear was noted on the anterior view, measuring approximately 0.2 cm. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: explantation reason currently unknown. (B)(4).

Event description:
On (B)(6) 2020, two mentor memorygel breast implant 400cc gel breast prostheses were received by the mentor product analysis lab with no accompanying information. The devices could not be associated with an existing complaint. Analysis on the devices has begun, but is not complete yet. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of two gel breast prostheses is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This medwatch report is for the 2nd of the two devices.